Event description:
Novasure ablation hand piece did not work - per md: "the length and width were set and the ablation was performed. Post-ablation, hysteroscopy was then done, which showed the fundal endometrium and the cornual endometrium to be completely normal without any evidence of burn. I therefore felt that the first device had not functioned properly and therefore asked for a 2nd device. This device was inserted. The same dimensions were used and the ablation was repeated. This appeared to result in a good global burn. This was documented by hysteroscopy."